Event description:
Surgeon reported a broken access port. No info is available on the size or style or serial number of the lap-band system. The explanted device is being returned for evaluation.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The reporter of the complaint was asked to indicate the product model, serial number and full implant date. The info has not yet been received by allergan. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."